Manufacturer narrative:
Additional information: for this complaint file, the final customer lot was identified. For this final lot, thirteen lots were used to make up the final lot. A device history record review for each of the component lots was conducted. Three lots were reprocessed for anomalies that did not contribute to the customer complaint. No anomalies were found in ten lots during the device history record reviews. The product was released in accordance with all product acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates that this is the twenty-fifth complaint received and the twenty-fifth complaint received against the components of the final reported lot. The root cause cannot be determined, because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to the product¿s acceptance criteria. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. There was no patient harm reported. Additional information and a product sample have been requested.